Manufacturer narrative:
Product ID neu_unknown_lead; product type lead product ID neu_wrench_acc; product type accessory. (B)(4).

Event description:
It was reported that during a permanent implant procedure, (the trial provided good stimulation for the patient), the physician was unable to insert the lead tail all the way into the stimulator. The stimulator was replaced and there were no further issues. It was further reported that the patient was doing "great" and had effective therapy.

Manufacturer narrative:
Analysis of neurostimulator model 37714 serial # (B)(4), showed no anomalies. Analysis of wrench accessory showed no anomalies.